Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: investigation revealed that the battery cap was cracked and there was a crack in the battery compartment. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment and cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.